Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concomitant products included anovlar (loestrin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), headache ("headaches"), abdominal distension ("bloating"), back pain ("back pain"), menorrhagia ("long menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract disorder ("urinary problems/bladder"), dysmenorrhoea ("dysmenorrhea(cramping)"), loss of libido ("no sex drive"), urinary tract infection ("urinary tract infection") with dysuria, kidney infection ("kidney infection"), migraine ("migraine"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric disorder ("had lots of stomach issues"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), arthralgia ("knee pain") and polypectomy ("polyps removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, headache, abdominal distension, back pain, menorrhagia, abdominal pain, dyspareunia, vaginal haemorrhage, urinary tract disorder, dysmenorrhoea, loss of libido, urinary tract infection, kidney infection, migraine, vaginal discharge, fatigue, gastric disorder, weight increased, abdominal pain upper, arthralgia and polypectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, kidney infection, loss of libido, menorrhagia, migraine, pelvic pain, polypectomy, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal bleeding (vaginal),bladder problems, urinary problems,dysmenorrhea (cramping),no sex drive, infection nos changed to bladder infection,urinary infection,kidney, migraines / headaches, pain, vaginal discharge, fatigue,had lots of stomach issues,weight gain, stomach pain, knee pain, burning with urination added.reporters,medical history,concomitant medication,events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. Dk11621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concomitant products included anovlar (loestrin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), headache ("headaches"), abdominal distension ("bloating"), back pain ("back pain"), menorrhagia ("long menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract disorder ("urinary problems/bladder"), dysmenorrhoea ("dysmenorrhea(cramping)"), loss of libido ("no sex drive"), urinary tract infection ("urinary tract infection") with dysuria, kidney infection ("kidney infection"), migraine ("migraine"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric disorder ("had lots of stomach issues"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), arthralgia ("knee pain") and polypectomy ("polyps removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, headache, abdominal distension, back pain, menorrhagia, abdominal pain, dyspareunia, vaginal haemorrhage, urinary tract disorder, dysmenorrhoea, loss of libido, urinary tract infection, kidney infection, migraine, vaginal discharge, fatigue, gastric disorder, weight increased, abdominal pain upper, arthralgia and polypectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, kidney infection, loss of libido, menorrhagia, migraine, pelvic pain, polypectomy, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.236 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received, reporter added, patient demographic updated, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), headache ("headaches"), abdominal distension ("bloating"), back pain ("back pain"), menorrhagia ("long menstrual cycles"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, headache, abdominal distension, back pain, menorrhagia, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, genital haemorrhage, headache, infection, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.